Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: patient ID provided. Medtronic received information that there was a delay of ten minutes to the procedure. It was noted that a second image acquisition was performed to continue with the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a cervical spinal fusion, a five millimeter imprecision was observed when utilizing a cranial reference frame. The site switched the tools selected in the application software and precision was restored. There was no reported impact on patient outcome. No additional information was provided.